Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker was suspected to exhibit a loss of capture on the right ventricular (rv) channel. Technical services (ts) reviewed device data and confirmed there was capture, due to t-waves being present at the same intervals after the large amplitude ventricular pacing and small amplitudes. Ts determined this pacemaker was undersensing due to automatic gain control (agc). Ts discussed same chamber blanking with the health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.